Event description:
Customer reported that the numbers on the insulin pump display screen began to scroll uncontrollably during a bolus. Customer did not recall the blood glucose reading. Customer stated that the may have been leaning on the insulin pump buttons prior to this event. He also reported that he had gone to an amusement park where the insulin pump may have been exposed to water. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.